Event description:
It was reported by the customer that when using the bd pyxis¿ es server fingerprints reader slow on all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of this incident, the customer confirmed that customer it department identified the problem and resolved the issue. The system functioned as intended after the customer resolved the issue. Serial number, unique device identifier and manufacturer date not available.